Event description:
Allegedly, per k(B)(6) "modified lapidus arthrodesis with plantar plate and compassion screw for treatment of hallux valgus with hypermobility of the first ray: a preliminary report:" there were ten patients experienced complications, including 1 first metatarsal-medial cuneiform pseudarthrosis; 1 delayed union; 2 wound dehiscences, of which 1 was infected; 1 tibialis anterior tendon rupture; 1 fracture of the first metatarsal; 1 hallux varus with arthrofibrosis; 1 deep vein thrombosis; and 3 cases of painful internal fixation, 1 of which required removal of the fixation devices. Five of these ten patients reported paresthesia of the large toe. The pseudarthrosis developed together with a wound dehiscence and infection in a cigarette smoker weighting (B)(6), and required revision at 6 months postoperative with the use of an interposition freeze-dried allogenic bone graft.